Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, high pacing impedance was noted on the right ventricular (rv) lead. In-clinic, the rv lead had normal pacing impedance and diagnostic imaging indicated no macroscopic damage. No intervention was performed and the rv lead will continue to be monitored. The patient was stable with no adverse consequences.

Event description:
While reviewing device data, out of range right ventricular (rv) lead impedance was observed. The rv lead was successfully explanted and replaced. The patient was stable with no adverse consequences.